Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented remotely via merlin transmission. The pulse generator exhibited noise, diagnostics anomaly, and capture anomalies. No intervention or patient symptoms were reported.